Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a blank display. Advised the customer to remove the battery and let the device to rest for two hrs. The customer called back and stated that he passed out four days ago and the insulin pump may have been pumped. The customer stated that he was hospitalized for diabetes ketoacidosis. The customer blood glucose reading was 400mg/dl. No further info was provided.